Manufacturer narrative:
Review of records indicated that the graft was manufactured according to specification. Therefore, a contamination by the graft can be excluded. Iatrogenic factors and patient condition may have contributed to the post-operative complications.

Event description:
Additional information was received on 03/09/2018 indicating that the patient had a hemicolectomy on the left side due to carcinoma (type not specified). The patient has several abdominal surgical interventions due to small bowel leakage. Post implantation of the fortiva porcine dermis, the patient was treated with pantozole, acetylsalicylic acid, l-thyrox, vancomycin and metronidazole. Five days after surgery, when the wound dressing was changed, the fortiva was noted to have dissolved. A culture (swab) was positive for pseudomonas aeruginosa.

Manufacturer narrative:
Methods: the xenograft was not returned for evaluation. Therefore a comprehensive re-review of manufacturing records, sterilization run reports, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot was conducted. Results: there was one departure noted during records re-review for lot mp154001. One departure was associated with a bioburden testing. The affected products associated with that bioburden testing were destroyed. The complaint graft was not affected by this departure. Serial ID (B)(4) met all rti/tmi specifications and release criteria prior to distribution. Xenografts manufactured from lot mp154001 underwent a validated sterilization methodology: tutoplast®, which includes terminal sterilization by gamma irradiation after packaging. To date, rti/tmi has manufactured (B)(4) and distributed (B)(4) xenografts from lot mp154001 without related complaints. A follow up will be submitted once we obtain additional complaint information.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint on (B)(6) 2017. The reported complaint indicated that a patient was implanted with a fortiva porcine dermis on (B)(6) 2017 during a laparostomy procedure. Five days post-operatively, the fortiva was noted that have dissolved. Additional information has been requested. To date, rti/tmi has not received any additional information.